Event description:
It was reported that the pump was explanted about two months ago. Per the reporter, the patient developed an infection after being bitten by a brown recluse spider. Specific symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.